Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), fatigue ("other injuries/symptoms- fatigue"), alopecia ("other injuries/symptoms- hair loss"), tooth disorder ("other injuries/symptoms- dental probs"), migraine ("other injuries/symptoms- migraines"), headache ("plaintiff claiming other injuries/symptoms: headaches"), nausea ("plaintiff claiming other injuries/symptoms-nausea") and visual impairment ("plaintiff claiming other injuries/symptoms-vision problems") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes,") and weight increased ("plaintiff claiming other injuries/symptoms-weight gain"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, cystitis, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2011 and (B)(6) 2011. Plaintiff received treatment for fallowing conditions: dyspareunia (painful sexual intercourse), chronic pain, dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), psych injury related to essure, fatigue, hair loss, dental probs., hormonal changes, migraines, headaches, nausea, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test: unspecified. Result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Previously reported event " injury nos" replaced with "dyspareunia (painful sexual intercourse)", events- "dysmenorrhea (cramping),pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), psych injury related to essure, fatigue, hair loss, dental probs., hormonal changes, migraines, headaches, nausea, vision problems, weight gain were added. Case becomes incident. Reporter, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. .